Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. Visual examination of the provided picture identified an explanted articular surface component. The part and lot information were not identifiable from the single picture provided. The device was covered in small amounts of bio-debris and showed signs of wear with surface marks/scratches visible. No product was returned therefore no further evaluations can be made. Lot identification is necessary for review of device history records, lot identification was not provided. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Review of complaint history identified no additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is not confirmed. D4: attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure due to infection. The poly was revised with irrigation and debridement due to infection. Attempts to obtain additional information have been made; however, no more is available.